Manufacturer narrative:
Additional information: initial reporter first name and phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received for evaluation. The balloon was inflated on device return. Contrast was visible in the balloon. Proximal balloon bond/inflation lumen was necked. It was not possible to perform negative prep due to the condition of the balloon bond/inflation lumen. It was not possible to preform deflation testing due to the condition of the proximal bond/ inflation lumen. No other deformation evident to the remainder of the device. Correction: initial reporter name annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora rx balloon catheter to treat a lesion. There was no damage noted to the packaging of the device. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that balloon deflation difficulties were experienced and the device would not deflate at the lesion site. No patient injury was reported.

Manufacturer narrative:
Additional information: the lesion being treated was non tortuous located in the mid right coronary artery (rca). It was not difficult to remove the protective sheath and packaging stylette. A concentration of 50-50 of contrast/saline was used. Resistance was not noted while advancing the device to the lesion. Balloon deflation difficulties were experienced after the first inflation. The balloon failed to deflate. No inflation difficulties were noted. One inflation pressure to nominal was applied prior to the deflation difficulties occurring. The device was not moved or repositioned while inflated. It was detailed that the balloon was manually removed while still inflated. Difficulties and resistance were experienced when removing the balloon from the patient. No intervention was required to remove the device from the patient. There was no injury to the patient as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.